Event description:
A device report from (B)(6) indicated a hosp in the (B)(6) reported: during a procedure surgeon was using the trs saw set with the trs modular handpiece, with a reaming attachment. Surgeon had the items in his left hand and the reamer caught onto the acetabular and kicked the power tool out of surgeon's hand. Upon leaving his hand, the power stopped running, and hit the scrub nurse in the nose, breaking her nose, resulting in her visiting accident and emergency room. Surgeon selected another set and completed the procedure. The nurse had conservative treatment with a f/u scheduled. It was noted by the staff that nothing was wrong with the power tool. This is 3 of 3 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.